Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient's IV set broke and separated resulting in a chemotherapy leak. The tubing reportedly separated from the drip chamber, but had not been noticed during priming. There was no report of any harm.